Event description:
A surgeon reported, during a procedure, the needle moved freely with cutter when cutting. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
The sample has been rec'd and in-house eval is in progress. Five lot numbers were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record. The product was released according to the MFR's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).